Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/esophagus. Customer states: used with I-drive. Prior to the fifth fire, firing stopped. Opened another reload, but the same event occurred. After that, a new reload was opened. When opening the package surgeon found that staple was being protruded from the proximal side. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No patient harm.

Manufacturer narrative:
(B)(4).